Event description:
It was reported that the patient attempted to test on the blood glucose monitor at 8:00 a.m. On (B)(6) 2019. The patient was unable to get a blood glucose result due to the blood application not being detected. The patient's husband took her to the hospital around 12:00 p.m. Due to hemorrhoid problems and a "sprung" right lower leg, not due to diabetes. However, the hospital treated the patient for her diabetes while she was there due to the blood glucose result being over 500 mg/dl. The patient was treated with insulin at the hospital. The patient was also treated with an IV due to dehydration. The patient was released from the hospital at 2:30 p.m. And the blood glucose result was down to 250 mg/dl.